Event description:
A patient reported experiencing inaccurate low results with a one touch ii meter. The patient's blood glucose results were 112mg/dl vs lab result of 146mg/dl. Tests were done within 5 minutes with a difference of 23%. Patient did not experience any adverse events. No further information has been reported.